Manufacturer narrative:
Patient's identifier, weight and date of event were not provided. When the requested information becomes available, a supplementary report will be submitted. Implant date and explant date is unknown device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. (B)(4).

Event description:
Per complaint (B)(4), before clinical procedure, patient experienced failure of implant to osseointegrate.